Manufacturer narrative:
Additional information received by smiths medical that the event occurred routine testing. No patient involvement reported.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The customer's stated problem was verified. During investigation the device displayed error code 104, and according to investigator's this reference to the pump motor. Service will replace the pump faulty motor. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd ms3 pump exhibited "system fault" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.